Event description:
Based on medical records provided by the pt's attorney: (B)(6) 2011-pt underwent incisional hernia repair with a bard flat mesh. Subsequently, developing an infection. On (B)(6) 2003-pt underwent exploratory laparotomy, cholecystectomy, excision of bard flat mesh, repair of incisional hernia with composix kugel mesh. On (B)(6) 2004-pt underwent exploratory laparotomy, extensive lysis of adhesions, and excision of infected mesh. It was noted that there was erosion of the mesh into the small bowel. On (B)(6) 2004-pt underwent repair of recurrent incisional hernia with composix kugel mesh. On (B)(6) 2004-pt underwent incision and drainage of a seroma. On (B)(6) 2006-pt admitted for abdominal pain, and was diagnosed with a resolving partial small bowel obstruction. The cause of the obstruction is not mentioned.

Manufacturer narrative:
Initially, one event was reported by the pts' attorney. However, review of the medical records showed there to be additional implants. This is an obese pt with a history of multiple abdominal surgeries and a medical history that includes henoch-schonlein purpura. Currently, it is unk whether the device may have caused or contributed to the reported event. The medical records indicate that the pt was treated for adhesions and seroma, both of which are known possible adverse reaction listed in the IFU. It was also indicated that the pt was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample was returned for evaluation. With the currently available info, no conclusion can be drawn. See MDR 1213643-2011-00634 for info related to the bard flat mesh implanted on (B)(6) 2001. See MDR 1213643-2007-00698 for info related to the composix kugel mesh implanted on (B)(6) 2003.